Event description:
It was reported that the patient presented at the hospital for reasons unknown. When the device was interrogated it was discovered that it was in vvi backup mode. It was determined that the reset was likely due to an external emi. The device was successfully reprogrammed. The patient expired two months later. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.